Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (erbe). System was tested and verified for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was placed on an in-house system and was run in normal mode. Error c-33 was confirmed and reproduced. The complaint was confirmed based on failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the monopolar energy was not firing. The customer stated that the issue was a recurring one. They had switched the monopolar ports, instruments, and energy cable but the issue persisted. The technical service engineer (tse) did not find any related errors in the system logs and asked if the customer was able to troubleshoot. The customer was unable to troubleshoot at the time of the call. The tse asked if the cable felt loose, and the customer responded they keep track of the cable lives on a white tab and all energy cables had expired. The tse recommended having all expired cables discarded and to order new cables. The procedure was completed with no reported injury.